Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a right chest pigtail tube and was hospitalized. They were discharged to home the following day after confirmation that the pneumothorax had resolved. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Post-procedure the patient experienced difficulty taking deep breaths reportedly due to pain. The patient was placed on a non-rebreather oxygen mask. If additional information pertinent to the incident is obtained a follow-up report will be submitted.